Event description:
Boston scientific received information that the pt with this device was running and received an inappropriate shock due to t-wave oversensing. The pt was seen and exercise testing was performed. The device vector was reprogrammed based on the testing results. No adverse pt effects were reported. The device remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.